Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: no deformities or abnormalities were observed upon receipt. Functional inspection: the device was able to engage and disengage from a sample yukon screw. As the reported failure could not be replicated, we were unable to determine the root cause conclusively. It is possible that patient anatomy played a factor. The saddle of the screw must be completely aligned with the shaft to be able to disengage the screw inserter. Shallow trajectories can have challenges as patient anatomy can shift the saddle, preventing proper alignment for disengagement.

Event description:
This report summarizes one malfunction event where the tip of a navigated yukon oct polyaxial screw inserter was sticking in the screw heads intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of the investigation. Return status of the device is unknown.

Event description:
This report summarizes one malfunction event where the tip of a navigated yukon oct polyaxial screw inserter was sticking in the screw heads intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.